Manufacturer narrative:
A bci fse (field svc engineer) was not dispatched to the site, since one was not required. However, a bci field svc quality specialist worked extensively with the customer in order to determined the nature of the problem and to recommend any preventative measures that the lab could take to avoid generating erroneous results and to prevent the reporting of erroneous results. The lab modified their practices and have set up a sys to capture erroneous ise results. While these measures may alleviate the problem, a clear root cause could not be determined. Many of the samples run at the lab are from satellite draw stations and physician's offices. The customer believes the high results are due to compromised sample integrity because of poorly prepared samples and the high volume run on these analyzers. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events. After working extensively with a bci field quality specialist, the lab has put the following practices into place to alert the operators to questionable ise results before they are reported: the ise sys is routinely calibrated every 8 hours and qc is run. Anion gaps are monitored by the datalink and when low, ise results are not autovalidated and reported. The results are reviewed and then repeated on the other analyzer. If the results match, they are reported and operation continues. If the results do not match, the ise sys producing the low anion gaps is recalibrated, qc run and operation continues. This is a very high volume lab. Because of the high volume, preventive maintenance procedures are performed more frequently than what is recommended in the IFU manual.

Event description:
Initially, a customer entered a web request for info regarding a dl2k procedure due to a problem with electrolyte analyses, and this led the beckman coulter, inc (bci) customer support tech to inquire further. The customer had been obtaining erroneously high ise (ion-selective electrode) results on their synchron lx 20 pro instrument, at times results were reported out of the lab and this had been a previous intermittent issue. Na (sodium), k (potassium), ci (chlorine) and co2 (carbon dioxide) results were affected. An example of the results obtained was provided. The total number of samples analyzed is unk and the period of time the events were occurring is unk. There is no report of any adverse event or serious injury related to these events. However, it is not known whether there was any change to pt treatment.